Event description:
It was reported that customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, when inserting the syringe needle into the cartridge the syringe needle had gone "too far". The customer alleged this contributed to the low bg level occurring. The customer addressed bg level with juice. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.